Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-mar-2024. The most recent information was received on 09-apr-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of uterine perforation ("perforation concerning one of the devices and the other no longer remained in place") and device dislocation ("perforation concerning one of the devices and the other no longer remained in plac") in a 51 year-old female patient who had essure inserted (lot no. 948837) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced uterine perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), pelvic pain ("pelvic pain,"), dysmenorrhoea ("period pain"), arthralgia ("knee pain , shoulder pain"), alopecia ("hair loss"), pruritus ("itching"), balance disorder ("problems with balance"), paraesthesia ("tingling in the limbs"), teeth brittle ("brittle teeth"), renal pain ("kidney pain"), abdominal distension ("abdominal swelling"), constipation ("constipation") and lacrimation increased ("teary eyes."). Essure was removed on (B)(6) 2024. The patient was treated with surgery (hysterectomy, adnexectomy and resection of part of the greater omentum). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, alopecia, arthralgia, balance disorder, constipation, device dislocation, dysmenorrhoea, lacrimation increased, paraesthesia, pelvic pain, pruritus, renal pain, teeth brittle and uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Lot number: 948837, manufacture date: 2012-02, and expiration date: 2015-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-apr-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of uterine perforation ("perforation concerning one of the devices and the other no longer remained in place") and device dislocation ("perforation concerning one of the devices and the other no longer remained in plac") in a 51 year-old female patient who had essure inserted (lot no. 948837) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced uterine perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), pelvic pain ("pelvic pain,"), dysmenorrhoea ("period pain"), arthralgia ("knee pain , shoulder pain"), alopecia ("hair loss"), pruritus ("itching"), balance disorder ("problems with balance"), paraesthesia ("tingling in the limbs"), teeth brittle ("brittle teeth"), renal pain ("kidney pain"), abdominal distension ("abdominal swelling"), constipation ("constipation") and lacrimation increased ("teary eyes."). Essure was removed on (B)(6) 2024. The patient was treated with surgery (hysterectomy, adnexectomy and resection of part of the greater omentum). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, alopecia, arthralgia, balance disorder, constipation, device dislocation, dysmenorrhoea, lacrimation increased, paraesthesia, pelvic pain, pruritus, renal pain, teeth brittle and uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.